Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The stem broke at the junction of distal end of mrh baseplate where the stem threads into baseplate. The patient still has a mrh distal femoral component cemented in and is well fixed. The surgeon used a gmrs proximal tibia with a cemented stem to replace our broken mrh stem and mrh baseplate.